Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The aortic neck had mild angulation, and the iliac arteries were not particularly tortuous or calcified. It was reported that the bifurcated stent graft was successfully implanted from the right side, followed by the contralateral limb. The talent ipsilateral limb was extended with an aneurx stent graft; however, after the aneurx stent graft (MFR report # 2953200-2010-00625) was deployed, the tapered tip of the delivery system was getting caught on the peak of the last stent of the deployed ipsilateral limb. The removal difficulty encountered may be related to the stiffness of the lunderquist wire used during the procedure, which was pinning the aneurx delivery system against the lateral part of the ipsilateral limb. The physician pulled hard on the delivery system and was able to remove it from the patient; however, as a result, the bifurcated stent graft moved distally 2 mm. To intervene for the movement of the bifurcated stent graft, the physician elected to place an aneurx aortic cuff proximally. Some resistance was encountered during the cuff's deployment; however, the procedure was able to be completed successfully. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Results: aneurx extension stent graft and lunderquist wire. Conclusion: aneurx extension stent graft and lunderquist wire.